Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The subject device is not available for evaluation.

Event description:
It was reported that a 25mm aortic pericardial valve was explanted after an implant duration of 10 years, 11 months due to signification transvalvular leak and aortic insufficiency. The explanted valve was replaced with a 25mm 11500a aortic pericardial valve. Per the operative report, the pre-existing valve was inspected and it was observed that one of the leaflets had torn from the post, causing aortic insufficiency. The valve was excised and the annulus was debrided. The annulus was sized and found to again be able to accommodate a 25mm 11500a valve. Pledgeted sutures were placed on the ventricular side. The valve was lowered and tied down using manual knots. The valve seated very nicely. The surgeon was able to easily give cardioplegia via the right and left main coronary ostia. The patient was removed from bypass without difficulty and was taken to the ICU in stable condition. The patient's postoperative course was uneventful. The patient was discharged on pod #4 in stable condition.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm pericardial aortic valve has been considered for an amplatzar closure with plugs after an implant duration of 10 years, 11 months due to significant transvalvular leak. The patient will re-schedule for a redo avr sometime later. No additional information provided.